Event description:
It was reported that pump experienced malfunction alert without any notable events beforehand, and impact to customer¿s blood glucose level was not known because caller declined to answer. No additional information was received regarding the outcome of the event. Customer contacted technical support, performed guided pump reset for reported malfunction, confirmed that alert did not recur after reset, and was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.